Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal did not fold properly to be loaded into the delivery system. A replacement was used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the wings, at the sides and at the bottom part of the loading device. The delivery device was outside the loading device when it was returned. It was observed that the delivery tube was bent on the middle portion. The seal and tension spring assembly remained inside the loading device. The blue slider lock on the delivery device was engaged. The white plunger on the delivery device was not pressed. The seal and tension spring were removed from the loading device for inspection. Microscopic inspection determined that the seal was intact with no cracks nor delamination. Taking measurements of the delivery tube was not possible due to its bent tube. Based on the returned condition of the device and the results of the investigation, the reported failure mode "fitting problem" was confirmed. The analyzed failure mode "bent tube" was also confirmed. The shop floor paperwork was reviewed for the hs iii proximal seal. All the test results meet the specifications and requirements. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal did not fold properly to be loaded into the delivery system. A replacement was used to continue the procedure. No patient injury was reported.